Manufacturer narrative:
The investigation was carried out based on the device log at the time of the event. The analysis of the logbook has shown that at the beginning of the described case the operation was stable and inconspicuous. After approximately 40 minutes, a deviation of more than 25% was detected repeatedly between the tidal volume applied by the ventilator and the inspiratory flow measurement. This deviation means that there was a significant volume loss (leakage) between the piston and the inspiratory port that is located in front of the flow sensor. Consequently, the device alerted check vent. Assembly and ¿ due to the reduced tidal volume ¿ sporadically apnoe and mv low. Then the user switched repeatedly between manual ventilation (man/spont) and different automatic ventilation modes. At the end of the case, a stable ventilation could be established in pressure mode. On the basis of the logbook, it could not be reproduced that the device stopped working. The reason of a significant leakage between the ventilator and the inspiratory flow sensor could either be a leakage in the region of the upper diaphragm of the ventilator unit or an improperly mounted inspiratory port. Since ventilation was stable at the beginning of the case for more than 40 minutes as well as at the end of the case, it can be assumed that the reason is a position-dependent leakage at the inspiratory port. If the inspiratory port is not tightened correctly, smallest changes of the hose can lead to a corresponding leakage. The alarm check vent. Assembly indicates an incorrect or incomplete installation of the breathing system. In this case, automatic ventilation is limited depending on the size of the leakage. The manual ventilation as well as the monitoring functions of the device stay unaffected.

Event description:
It was reported that the objected device has already been noticed twice. On (B)(6) 2018, device was noticed with the following error: check vent. Assembly. After checking the device and evaluating the logbook, it was concluded that there was a major leak and the mv2 valve was renewed. On (B)(6) 2018, the objected device had problems during operation in head-down position. After checking the device and evaluating the logbook, no device failure was found. On (B)(6) 2018, it was reported that the device stopped working during operation and the patient had to be ventilated manually. Then, the device was taken out of service by the customer. No patient injury reported.